Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was >8 and >8 inr. The corresponding lab result reported was 4.7 and 5.0 inr. These results are from two different patients.